Manufacturer narrative:
After further troubleshooting, the field service rep (fsr) discovered that the heating solenoid was restricting flow. The fsr removed the heating solenoid, inspected it and found there was buildup on diaphragm preventing water flow. The fsr cleaned the solenoid and re-installed. Preventative maintenance was completed and the unit operated to MFR specs and was returned to clinical use. If add'l info becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
The field service rep (fsr) reported that during preventative maintenance (pm) of the device, the output temperature was not coinciding with the fluke. Since the event occurred during preventative maintenance, there was no pt involvement.